Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Patient's hip was revised due to "subsided femoral stem." Rep provided a per form with an accolade ii stem, 36 +0 biolox head, and x3 10° insert in the products section.